Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used. During the procedure, the needle snapped in half when in the needle holder and half of the needle fell into the patient. The incision was expanded by a few centimeters on either side of the original incision to allow better access to the patient to find the needle. The needle was removed from the patient. The patient had to remain open for several hours longer than normal to find the needle. The current condition of the patient was reported as in good health with a healthy baby.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.